Event description:
A foreign body (laryngoscope blade extender) was removed from the pt's stomach via laparoscopic surgery in 2005. The pt was discharged home in good condition two days later. The pt had undergone a laparoscopic fundoplication and cholescystectomy under general anesthesia about two months later. He noted abdominal pain and dysphagia post procedure. Two and half months later, an endoscopy was performed for evaluation and the foreign body was discovered. It was noted to be a flat triangular piece of plastic with rounded tip, diameter 2 cm. Removal attempt was unsuccessful and surgery was scheduled.